Event description:
The facility reports "the patient line of the homechoice set didn't prime after the set was placed on the cycler. The procedure was unsuccessfully repeated. The set wasn't used for dialysis, it was replaced by a new set from a different batch." Reportedly, the issue ceased when the homechoice set from a different batch was used. No patient injury or medical intervention was indicated at time of initial report.